Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the rptr: the original surgery was performed on (B)(6), 2011. A leak test was performed and no leak was detected. Post-op 7 days, the pt was rushed to hosp with an anastomosis/bowel leak. The pt was brought to the operating room on (B)(6) 2011 and the surgeon found leak in the bowel and repaired it by oversewing. A 3/4 leak was found and the staple line was not attached to the tissue. The surgeon performed a temporary diverting colostomy. The pt is now doing well but is still hospitalized. An estimate for the reversal of the colostomy is six weeks. The original surgery was to treat diverticulitis. The surgeon applied ethicon evicel to the staple line.